Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction 12 issue was verified while based on the analysis, the alleged settings issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent malfunction alarms occurred. Additionally, it was reported that the pump date was intermittently incorrect, cause was unknown. During troubleshooting with tandem technical support, the malfunction alarm was cleared, the customer corrected the date and resumed insulin therapy. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 135 mg/dl.